Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1115 aux alarm supply failed, requested parts ID for a motor controller printed circuit board assembly (pcba). It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort, it was confirmed that the device was getting error code 1115 aux alarm supply failed message, and that the biomed customer replaced the motor controller printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.